Event description:
Colon resection using ethicon gia staples. During the anastomosis a new staple was used. The new staple misfired causing the area not to stay closed. The physician had to resect more colon and reanastomose the colon again.